Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and the customer stated that the unit displayed battery less than 30 min even when the unit was plugged in. In addition, customer informed him about an issue with the power cord not extending. During examination of the unit, the stm realized that the power cord was wrapped around the helium tank, preventing the cord from fully extending. The stm aligned the power cord on the reel and there were no issues with extending or retracting the cord. Subsequently, the stm observed that the unit was not fully seated in the cart, causing the unit to run on battery power when it was in rescue mode. The stm positioned the unit correctly in the cart and verified that the unit changed to hybrid mode. After adjustments, the batteries started charging. The stm performed all calibration, functional, and safety tests per manufacturer specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer at (B)(6) medical center that cardiosave intra-aortic balloon pump (iabp) failed during use on a patient. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported by the customer at christus highland medical center that cardiosave intra-aortic balloon pump (iabp) failed during use on a patient. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) failed. The iabp unit kept displaying battery less than 30 minutes even with the iabp unit was plugged in. The patient was moved to another iabp and treatment continued. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and reported that the customer also had an issue with the power cord not extending. During examination of the iabp unit, the stm found that the power cord was wrapped around the helium tank, preventing the cord from fully extending. The stm aligned the power cord on the reel and there were no issues with extending or retracting the cord. Subsequently, the stm found that the iabp unit was not fully seated in the cart, causing the iabp unit to run on battery power when it was in rescue mode. The stm positioned the iabp unit correctly in the cart and verified that the iabp unit changed to hybrid mode. After adjustments, the batteries started charging. The stm then performed all calibration, functional and safety checks to meet factory specifications. Iabp unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.